Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a dialysis catheter. The customer states two days after peritoneal dialysis catheter surgery, leakage was found with the catheter two centimeters from titanium joint. The doctor clipped the leakage section and reconnected the catheter with the titanium joint. Another peritoneal dialysis catheter surgery is going to be conducted by the hospital to avoid infection.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.